Event description:
Prior to the injection, the doctor noticed air in the syringe, while drawing up contrast. No patient harm or injury occurred as a result.

Manufacturer narrative:
The actual product in question was not returned to merit medical systems, however, a number of units of the same lot were returned. Each of the syringes was tested by preparing them with 2cc's of water and closing them to the atmosphere with a stopcock. While pulling back on the plunger to create a vacuum, the rotator was manipulated for approximately 20 seconds. Test results from the number of units demonstrated that the product did not allow air to enter the syringe. The complaint could not be confirmed. Merit will continue to monitor events of this type to ensure that no increasing trends occur.